Event description:
Nurse reported that a transfer set was placed on a home pt on 12/9/97. On 12/23/97 per the nurse, the home pt's minicap fell off of their transfer set. Per the nurse, the patient's transfer set was changed and the patient was treated with prophylactic antibiotics. The nurse reported no pt injury associated with this incident.